Event description:
It was reported that the pt's device was explanted in 2007 due to the need to reposition the receiver/stimulator. A new device was reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling.